Manufacturer narrative:
The information provided that the date of event and in narrative with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose around (B)(6) 2019 with blood glucose of under 20 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's next of kin that the customer received emergency medical assistance due to low blood glucose around (B)(6) 2019 with blood glucose of under 20 mg/dl at the time of the incident. The customer was given food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was taken off the pump after this incident. Troubleshooting was not completed as the pump is lost. The customer later passed away months after they were taken off the pump. The insulin pump will not be returned for analysis.